Manufacturer narrative:
Additional information: b5, h6.

Event description:
It was reported that the patient underwent a revision procedure due to changing cuff to smaller cuff with an artificial urinary sphincter (aus). The aus cuff was explanted and a new 4.5cm aus cuff was implanted. Additional information was reported that the patient was incontinent again, the explanted cuff size was a 5.0cm and the patient is recovering.

Event description:
It was reported that the patient underwent a revision procedure due to changing cuff to smaller cuff with an artificial urinary sphincter (aus). The aus cuff was explanted and a new 4.5cm aus cuff was implanted.